Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient did well for the first six weeks following the surgery but then began complaining of pain. The surgeon noted that the most superior implant had breached the neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant using chisels because the implant was solidly in bone. He then filled the explant hole with bone graft and placed a new shorter implant anterior to the remaining second and third implants. The surgeon used neuromonitoring during the revision surgery with no positive results. The patient's pain symptoms improved following the revision surgery.